Manufacturer narrative:
Checking the quality database revealed no anomaly in relation with the described defect. On july we received samples. This issue was due to a wrong length of packaging. This lot had packaging sealed too short, the consequence is that the dilator forced the packaging and tore it . A sensitization was done with operator concerned in the manufacturing plant in order to avoid this issue occurred again.

Event description:
We have been informed about a packaging issue on a retrace product.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device punctured the inner packaging. No other adverse patient effects were reported,